Manufacturer narrative:
Evaluation expected but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ¿the handpiece is heated immediately when the pedal is actuated and also has a strange noise.¿ there was no patient impact.

Manufacturer narrative:
Date of this report: (B)(6) 2016. Product evaluation: the device was received in service and repair; however, they could not verify excessive heat. Pre-repair temperature testing was performed. The ambient temperature was 74.7 f; after running the device for 1 minute the drill temperatures were: rear 82.8 f, middle 86.1 f, and, nose 88.3 f. The drill was not working properly, it was making a strange noise and the nose cone and all bearings were corroded. Replaced nose cone and all bearings; the item was repaired, cleaned, tested and passed all manufacturing specifications. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.